Event description:
Healthcare professional reported left side suspicion of rupture. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: broken shell, crease fold, wear abrasion, stress marks underweight, part of the shell is missing. A microscopic analysis was performed which one crease sharp in the posterior. Based on the device analysis the final assessment is: a crease sharp in the radius side assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.